Manufacturer narrative:
Meets criteria for previously investigated complaint bd had not received samples, but photos were provided by the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes collapsed. No report of injury or medical intervention. No report of blood exposure to mucous membrane.